Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted the terminal segment of the lead was returned, having been severed 43.5 centimeters (cm) from the terminal pin. Inspection of the returned segment noted melted polyurethane tubing approximately 38.5 cm from the terminal pin. This was consistent with electro-cautery damage. Resistance and pressure tests were completed on the lead segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to reproduce the reported clinical observations of high threshold and high impedance measurements, and did not identify any lead characteristics that would have caused or contributed to these reported clinical observations. No lead body damage was observed other than the induced damage (melting) on the polyurethane tubing, which was consistent with electro-cautery damage.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high impedance and high threshold measurements. A surgical revision was performed and fluoroscopic imaging confirmed damage to the lead; physical damage to the lead body was also observed during the procedure. The lead was explanted and replaced. No additional adverse patient effects were reported.